Manufacturer narrative:
Method FDA eval code: device from controlled/non-released inventory evaluated. Eval summary: the sample was returned by the customer. A visual examination showed dust and hair on the cap and shoulder of the bottle. The cap was removed to observe the solution. The solution appears clear with typical color, clarity, and odor. There was approx 2-3 oz. Remaining of the solution. The complaint history was reviewed for this lot and there was one other complaint reported for eye inflammation. Review of the compounding and filling MFR batch records (mbr) did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. At this time not root cause can be determined. Additional info was requested via mail on 05/09/2011. A completed questionnaire was received from the optometrist on 05/11/2011. (B)(4).

Event description:
An optometrist reported, a pt experienced mix conjunctival bleeding, corneal edema, corneal erosion, vision decrease and feeling of extremely severe pain in both his eyes following the use of this product. On (B)(6) 2011, additional info was received from the optometrist stating the pt also experienced bilateral eyelid swelling, conjunctival edema and extreme light sensitivity. She reported she treated the pt with a corticosteroid four times a day, an antibiotic four times a day, and an oral nonsteroidal anti-inflammatory twice a day. She stated the pt's symptoms are resolving.